Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient felt a "tear" when they bent and twisted while playing with their dog on the floor. One lead had migrated down 2 vertebral bodies. The patient was playing with their dog on the floor when they bent at the waist while simultaneously twisting to the side to reach when they felt the "tear." The patient was examined under a flouro and one of the leads were migrated. The patient was reprogrammed to accommodate the new lead positioning and they still have dual lead coverage over thet9/t10 disc space. The issue is resolved at this time. No symptoms reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery and spinal pain. It was reported that the patient felt a "tear" when they bent and twisted while playing with their dog on the floor. One lead had migrated down 2 vertebral bodies. The patient was playing with their dog on the floor when they bent at the waist while simultaneously twisting to the side to reach when they felt the "tear." The patient was examined under a flouro and one of the leads were migrated. The patient was reprogrammed to accommodate the new lead positioning and they still have dual lead coverage over the t9/t10 disc space. The issue is resolved at this time. No symptoms reported.